Event description:
On (B)(6) 2015, lay user /patient contacted lifescan and alleged their one touch verio iq meter read inaccurately high compared to another meter. The complaint was classified on customer care advocate (cca) documentation and also this medical surveillance specialist listening to the call recording. The patient reported on (B)(6) 2015 they obtain a result of ¿188 mg/dl¿ with the subject meter and a result of ¿145 mg/dl¿ with another meter (one touch ultra smart) tested within 30 minutes. Base on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria of accuracy. The patient manages their diabetes with insulin (self- adjuster). The patient confirmed that he did make changes to his diabetes regime in response to the alleged product issue, the patient night time insulin dose is based on a sliding scale as the meter read inaccurately high with a result of ¿176 mg/dl¿ with the subject meter, which would give a dose of 13 units, the other meter gave a results of ¿123 mg/dl¿, which would give a dose of 11 units. The patient took 13 units and allegedly suffered low blood glucose symptoms during the night. The patient claims he developed symptoms of ¿dizzy, shakiness, clamminess¿ at 2.30 ¿ 3 am on (B)(6) 2015, approximately 5 hours after taking the insulin. The patent alleged self-treatment with a glass of orange juice on (B)(6) 2015 at 3am. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and the correct approved sample was used, the cca also confirm the patient used the same blood drop for both tests. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
The patient¿s test strips have been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The DHR shows that the subject meter was reworked to resolve a software issue related to the verio recall ((B)(4)) prior to being distributed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/19/2015 and further evaluated by lifescan product analysis on 3/24/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.